Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation, the trunk cable connector was severed from the electrode belt trunk cable. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.